Event description:
Customer reportedly received results of 512 mg/dl and 160 mg/dl within 10 minutes on the advantage system. The customer did not provide the location where the discrepant results were obtained. No high blood symptoms reported. No adverse event reported. No quality controls used. Requested return of suspect device and replacement was sent. Accu-chek advantage system: comfort curve test strip lot number 549244, expiration date 11/30/2007.

Manufacturer narrative:
The suspect product is the comfort curve test strips.